Event description:
It was reported that the patient was hospitalized due to pain at the implantable pulse generator (ipg) site and could not put pressure on the left leg. Patients therapy is no longer adequate and felt like the ipg was trying to flip and felt like it moved.

Event description:
It was reported that the patient was hospitalized due to pain at the implantable pulse generator (ipg) site and could not put pressure on the left leg. Patients therapy is no longer adequate and felt like the ipg was trying to flip and felt like it moved. Additional information was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.